Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the recirculation pump did not work in an arctic sun device, two different pumps have been tried, and the circuits of the equipment have been changed and the problem persists. Per review of wo on (B)(6) 2023, no patient involvement.

Event description:
It was reported that the recirculation pump did not work in an arctic sun device, two different pumps have been tried, and the circuits of the equipment have been changed and the problem persists. Per review of wo on (B)(6) 2023, no patient involvement. Per information updated in wo, updated entry description. No adverse patient outcome or injury. The event allege any deficiencies related to the performance of device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.